Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. Functional testing was able to duplicate the reported problem. It was determined that the noisy motor was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error 1871. There was no patient involvement.